Event description:
Report states that "small amount of blood leaked out" of the bottom of the injection port. Possibly due to a "crack" no pt injury reported and no medical intervention needed. Set change was completed and is considered a nursing intervention.